Event description:
It was reported to philips that the system intermittently failed to perform fluoroscopy due to a defective footswitch. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis. The procedure was completed as planned by pressing the wired footswitch again. The philips field service engineer (fse) inspect the system onsite and confirmed that the system has intermittent fluoroscopy. Upon troubleshooting actions, fse identified that there was a loose connection at the table base. The defective wired footswitch was returned for analysis, and it was concluded that the bracket was loosed due to the wear and tear. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.